Manufacturer narrative:
H6: investigation summary three photos were received and evaluated. One photo showed a loose 3ml syringe with needle (p/n 309574) and a blisterpak from batch #9008860. Two photos showed the uncapped needle which had a white foreign matter in the fluid path protruding out of the needle tip and leaking onto the bevel. The observed condition was non-conforming per product specification. Potential root cause for foreign matter defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Further investigation performed at needle supplier site. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Potential root cause for foreign matter defect is associated with assembly line. H3 other text : see h10.

Event description:
It was reported that bd syringe 3ml ll w/ndl 22x1-1/2 rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that the tip of the needle is contaminated."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 22x1-1/2 rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that the tip of the needle is contaminated. "